Manufacturer narrative:
Event date: (B)(6) 2018, date of report: 4oct2018. The manufacturer's product support engineer (pse) troubleshot with the customer and determined the blower cooling fan was not running, blower motor controller (bmc) led is not illuminated. The customer verified the power to the bmc from the power supply. The pse provided parts ID for the 3.1 power supply and discussed installation. The customer reported that he replaced the power supply and the unit is back in service.

Event description:
The customer reported that the ventilator was in an inoperative condition following a preventative maintenance being completed. No patient involvement reported. The event date was not specified; estimate used.